Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl: cause of bg not known. It was reported that "3 weeks ago" the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU); however, the customer could not recall the exact date. Customer was treated with intravenous fluids of insulin to address the elevated bg. Customer was discharged 3 days later with the issue resolved and no permanent damage; however, the customer could not recall the specific date. Tandem technical support (tts) offered to complete a system check; however, customer was unable to complete the check.